Manufacturer narrative:
Reporting institution phone:(B)(6). Reporter phone number: (B)(6). Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00243. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor failed the auto-zero. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Good faith efforts (gfe) are being completed in order to clarify the troubleshooting and resolution of the pressure sensor auto-zero failure issue. This investigation is ongoing.